Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2020, product type: catheter. Product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 13-jul-2012, UDI#: (B)(4); product ID: 8709, serial/lot #: (B)(4), ubd: 08-jun-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen (300 mcg/ml at 177.168 mcg/day) and morphine (25 mg/ml at 14.764 mg/day) via an implanted pump. It was reported that last friday ((B)(6) 2020) the patient went into withdrawal. Sometime after that the patient went for a CT scan which showed catheter breakage. The catheter was replaced today ((B)(6) 2020). No further complications were reported/anticipated.